Event description:
CRD_(b)(4) - SH Device Registry, Patient Site ID: (b)(6). It was reported that on (b)(6) 2025, a 31mm Epic Plus Mitral Valve was chosen for implant. On (b)(6) 2026, patient presented to emergency department due to episodes compatible with transient ischemic attack. Computed tomography scan ruled out data of acute intracranial pathology. It was later reported on (b)(6) 2026, patient presented with a fever of 38C and chills of approximately three weeks duration. Patient was diagnosed with late prosthetic valve endocarditis of the Epic Plus Mitral Valve caused by streptococcus mutans. Antibiotic medication was initiated. During hospitalization, patient was also evaluated by neurology and diagnosed with left hemispheric ischemic stroke of cardioembolic etiology in context of endocarditis on biological prosthetic valve and anticoagulated atrial fibrillation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.